Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up appointment, all of the device alerts were found to be programmed off. The alerts were activated and functioned as intended. The patient was also enrolled in merlin.net. The device remains implanted and the patient was well following the reprogramming session.